Event description:
It was reported that a small volume infusor underinfused; further described as "delivery delayed". This was observed after 49 hours of patient infusion. The infusion was finished at 0.5 on the scale. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, h3, h4, h6, h10 h4: the lot was manufactured between april 11, 2023 - april 13, 2023. H10: the actual device was received for evaluation. The sample did not contain fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.